Event description:
During multiple pta/stenting treatment procedure involving a totally occluded left external iliac artery, one of the express biliary stents had collapsed. After the deployment of the stent the physician had rechecked the placement and noticed that the stent had collapsed and was twisted. The physician surgically removed the stent and the incision was sutured. However, the arteriogram showed a small area of initimal dissection at the end of the left stent. The physician decided to use an 8 x 30 zilver stent and the deployment went well. The physician then decided to overlap this with a 7 x 57 express stent. Another arteriogram was performed and showed the external iliac and common femoral arteries were widely patent. The procedure was successfully completed. The pt then was transferred to the recovery room. The pt was asymptomatic during this event. No pt injuires were reported. The pt was discharge home 3 days later and is reported to be 'fine'.